Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The main body delivery system with the used polymer kit was returned. A visual evaluation was performed. No defects or issues were identified with the delivery system or polymer kit that would have contributed to the suspected polymer leak. At the completion of the clinical assessment, the suspected polymer leak and the incomplete filling (and deflation) of the seal rings were confirmed. The intraoperative hypotension was not confirmed with the medical records / images available for review. These events are most likely anatomy and user related due to calcified ulceration at the aortic neck and the aortic ovation ix main body was oversized. On (B)(6) 2018, endologix issued a field safety notice (fs-0009) regarding the risk of polymer leak events with the ovation ix aortic body stent graft. On (B)(6) 2020, endologix issued a follow-up safety update (fs-0012) reaffirming treatment recommendations for patients who experience a polymer leak during implantation and providing updated information on the current rate of polymer leaks, the rate of clinical harms and root cause. No additional investigation of this reported event is planned however if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed.

Manufacturer narrative:
The lot history records related to the subject device referenced in this complaint record were reviewed for potential contributing factors for the failure mode(s) described in this event. A review of the device quality records showed that the device(s) demonstrated compliance to established procedures and specifications at the time of manufacture.

Event description:
An ovation ix abdominal stent graft system was implanted to treat an abdominal aortic aneurysm. Post polymer fill of the aortic body stent graft, the patient experienced hypotension and was successfully treated for an anaphylactic reaction per the device IFU. The final angiogram confirmed there was no visible endoleak of any type present. The patient tolerated the procedure, remains in the ICU and will continue to be monitored.